Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following intraocular lens (iol) implant procedure, it was noticed that, there were thin scratches on the lens. The patient was having vision discomfort at the near distance. Additional information could not be obtained as the reporter is unwilling to follow-up.

Manufacturer narrative:
A package was received, labeled for two complaint records. There is no way to determined, which of the returned lens pieces belong to the individual files. Evaluation will be placed in both. A piece of gauze was returned in the labeled plastic bag. The piece of gauze contained two small optic pieces, which had been cut. Solution was observed. One of the small pieces also contained a haptic. These portions are scratched (light scratches). Three loose broken haptics were also found. Associated products were not provided. It is unknown, if qualified products were used. The root cause for the reported events could not be determined. Only two very small optic pieces were returned. Light scratches were observed. Due to the portions being cut, it cannot be determined, if the damage was present before the removal. It is unknown, if qualified associated products were used. All lenses are 100% inspected for cosmetic attributes and scratches would not have met company¿s release criteria. Each lens is subjected to a 100% assessment of the power and optical resolution, during the manufacturing process in order to determine acceptability, per the lens model and diopter. The manufacturer internal reference number is: (B)(4).